Event description:
(B)(4). Less than a year after I began getting massive headaches, then pubic lumps that would burst and puss/blood would saturate my clothing, severe cramping on the right side of my pelvic area, 7mm ovarian cyst that was surgically removed, kidney stone, hair loss, hair growth in odd places, fibroids, insomnia, depression, no sex drive, painful sex.

Event description:
(B)(4). In (B)(6) 2015 I went to the ER with severe headache, stiff neck, and a high fever after being that way for 4 days at home. They performed cdc and spinal tap which both came back fine. They then did a CT scan which also came back normal. They told me that my urine showed that I had a uti which might explain the fever, but nothing else that was going on so they admitted me to the hospital and started me on antibiotics and morphine. They did an MRI the next day on my neck/head which came back normal, but right after the MRI I urinated bright red blood. It was the only time this happened during the ordeal. I was told it was due to the uti most likely and it was fine. The middle of that night I woke up and my head/neck were okay again. No one could explain what had happened or why. These issues continue to happen and no one can explain why, this cannot be coincidence that none of it started until I had essure implanted in 2009.